Event description:
Sterile single use bixcut reamer shaft opened in theatre during gamma nail procedure & surgeon/scrub nurse has identified corrosion/rust on distal end of instrument. Replacement device opened & used.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. No deviation was found in the packaging & sterilization processes. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the given information a deficiency of the reamer could not be verified. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposed of during the case.

Event description:
Sterile single use bixcut reamer shaft opened in theatre during gamma nail procedure & surgeon/scrub nurse has identified corrosion/rust on distal end of instrument. Replacement device opened & used.